Event description:
It was reported that the customer received a button error alarm on the insulin pump. The customer's blood glucose was 104 mg/dl. Troubleshooting was done. The customer stated that he was sitting and might have been pressing the insulin pump. Advised the insulin pump needed to be replaced. The customer declined a replacement insulin pump until he met with his doctor. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.